Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phacoemulsification handpiece (hp) was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The handpiece was connected to a impedance test box which was found the input to be out of specifications.however the output was found to meet specifications. The handpiece was connected to a resistance and crystal dissipation test box which was found to be out of specifications. System message (sm) displayed when the handpiece attempted tuning. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to mee specifications. The root cause of the reported event can be attributed to a failed pressure sensor causing the handpiece to five no power. However, how or when the pressure sensor failed remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that two of the ophthalmic handpieces from different lot was primed and tested without any error messages but during surgery in phacoemulsification mode it gave no power. Surgery was completed with an alternative handpiece with no patient harm.